Event description:
In 2009, the sales rep reported that during surgery, the surgeon was using the 3356-1 t-handle and it didn't function properly and the screw and the closure top 3301-1 stripped. Additional info received via telephone on 28 oct 2009, the sales rep reported that during surgery on l4-l5, the surgeon was loading the closure top on the starter and implanted the closure tops. The surgeon then was ready to final tighten when he was attempting to final tighten the closure top, he never felt the ratcheting handle slip to lock the closure top. The surgeon continued to turn the handle real hard and was not getting it to slip. During this process, the surgeon then stripped the closure top and the screw. The surgeon then explanted the closure top and screw, and replaced them with another. The surgeon continued to use the handle and it would intermittently not work, but he was able to finish the case with the handle. There was no surgical delay.

Manufacturer narrative:
Request has been made to obtain the product. Eval is pending upon the return of the product.